Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day that the patient experienced a wearable failure, she indicated her blood sugar was high because she had a pre-existing condition (unspecified) and was taking steroid medication for that condition. After the sensor was inserted it did not connect. The patient had no other sensors on hand and did not have a glucometer at home. Symptoms included stomach pain, nausea and vomiting. It was not specified if the symptoms were present at the time of sensor insertion or occurred after the wearable failure. She had no other means of monitoring her bg levels and stated she went into dka. Her spouse transported her to the emergency room (ER) and she was admitted for a two day period. No bg fs values were available for any point during the event. After treatment with insulin injections she was discharged home on (B)(6) 2026 in stable condition. At discharge she was advised to follow up with her endocrinologist for diabetes management. No other patient or event details were available. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.